Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test. Occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, seating, basic occlusion, and force sensor. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm and they experiences high blood glucose level. Customer's blood glucose level was 18 mmol/l. Customer also reports insulin pump received low battery prior to replace battery now alert. Insulin pump was returned to analysis.